Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(6).

Event description:
Caller alleges infusion set site is wet. Caller reported the issue is occurring with different boxes with different lot numbers. No adverse event reported. Requested return of the alleged device for evaluation.